Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and no capture. The rv lead tested within normal limits when connected to the analyzer. When the rv lead was reconnected to the device it also tested within normal limits. A possible header connection issue was suspected. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.